Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. A data investigation will not be performed as signal loss up to one hour is within specification. It was reported that the patient was using an unsupported operating system. No additional event information is available. Labeling indicates: the dexcom g5 mobile application is only compatible for select smart devices and mobile operating systems.